Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported site updated the resolution date to (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid at a concentration of 2.0 mg/ml and a dose of 0.3955 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a pinpoint opening on pump incision with clear, yellow serosanguinous fluid discharge noticed at visit on (B)(6) 2015. The clinical diagnosis was noted as fistula. On (B)(6) 2015, the fistula continued to ooze serosanguinous fluid and increased from 0.5 mm to 1mm with darkening surrounding skin. The patient was examined on (B)(6) 2015 and it was found that the skin around the pump was necrotizing and tender to palpation. A urgent pump explant was ordered and performed on (B)(6) 2015 with the pump being replaced. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The event resulted in the patient being hospitalized but resolved without sequelae on (B)(6) 2015.